Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch delica lancets were hard to insert and remove from her onetouch mini lancing device. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at an unknown time, the patient reported the alleged issue was discovered. The patient reported using novolog 20 units, 2 times a day and metformin 1000mg 2 times a day to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 around lunch time, she felt "lightheaded and thirsty." The patient reported drinking orange juice in response to the symptoms and 15-20 minutes later, she "felt fine." The patient denied testing on another device. At the time of troubleshooting, the cca noted the lancing device was in use for 2-3 days and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed symptoms suggestive of hyperglycemia after the alleged issue began and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.